Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure product code and lot number? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event. The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Describe medical/surgical intervention for exposure including dates and findings. What is the patient's current status?

Event description:
It was reported that the patient underwent sling procedure on (B)(6) 2001. On (B)(6) 2018, the patient was seen for hematuria and during cystoscopy erosion of mesh into urethra was noted. Currently the patient is asymptomatic and device remains implanted. The patient was referred to tertiary center for further review. Additional information has been requested.